Event description:
Customer reported system was making popping noises and displaying high kv error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and regreased the candlestick connectors. System operates as intended.